Event description:
It was reported that after the device was implanted, the surgical team became aware that the inner packaging materials indicated "non-sterile". The product was explanted.

Manufacturer narrative:
This product is sold as non-sterile device. At the time of MFR, the exterior box, as well as the tyvek pouch for each component are clearly labeled "non-sterile." The IFU provided with this product describes the sterilization parameters that have been validated for this product. The customer reported that they purchased this product in 1998, sterilized it in 1998, lableled the outside of the carton as sterile, but did not label the individual pouches. Therefore this event is the result of a hosp error. No product performance issue was reported.